Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the diffusely diseased posterior lateral branch of the right coronary artery (rca). The lesion was predilated with a 1.5x15mm non-bsc balloon. Next the 12x2.25mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and it was noted that a stent strut was flared. The procedure was completed with a 2.5x12mm non-bsc stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
The adjudication for the (B)(4) study indicated that the patient was a (B)(4) woman with a history of critical aortic stenosis, dyslipidemia, hypertension, former smoking and chronic obstructive pulmonary disease. On (B)(6)2010, she underwent the index procedure with delivery of the angioguard, rx ecgw, pre-stent balloon angioplasty and placement of one precise® pro rx stent in the right proximal ica. The site reported a 10% final residual stenosis. The procedure ended at 09:22 hours. Pre-procedure on (B)(6)2010 the (B)(6) stroke scale score was 0. The rankin score was 0. Post-procedure the stroke scale scores were not evaluated. Almost immediately post-procedure, the patient complained of chest discomfort. She rated the discomfort as an eight on an unidentified pain scale. The pain was not constant but was instead episodic. At 11:30 hours she again complained of chest pressure which extended from the center of the chest to the shoulder area. She also reported that she felt like she needed to belch. An ECG was performed which revealed no acute changes. Cardiac enzymes were not obtained. She was subsequently treated with an antacid and later reported significant improvement in the discomfort. At 14:00 hours when returning from the bathroom the patient became dizzy and weak. It required three people to assist her back to bed. Cardiac enzymes were drawn, the results of which are as follows: the ck was 68 (nl 135, ratio < 1) and the troponin ultra was < 0.01 (nl 0.06, ratio < 1). Shortly thereafter she started to complain of a headache as well as shoulder and neck discomfort. She was initially treated with pain medication but she reported minimal improvement in the discomfort. She then requested to get out of bed and to sit in the chair for a while. The change in position improved her discomfort. It was further noted that the patient was neurologically stable throughout the course of the day. At 18:23 hours while sitting in the chair, she experienced a cardiac arrest: her blood pressure dropped to 53/36 mmhg and she became unresponsive. Cardio-pulmonary resuscitation was initiated but ultimately was not successful. The patient expired on (B)(6)2010 at 18:58 hours. Baseline and cardiac arrest ECG strips are available for review. There are no cardiac enzyme results. The death note listed critical aortic stenosis as the immediate cause of death. The site reported that on (B)(6)2010 a cardiac death occurred. The certificate of death is not available. An autopsy was not performed.

Manufacturer narrative:
The baseline report indicated that (B)(6) scale score was 0. The patient's medical history consisted of severe pulmonary disease, clinical copd, severe aortic / mitral valve disease, smoking, and severe/critical aortic stenosis. During the index procedure, the target site was proximal right internal carotid artery (prica). The patient was asymptomatic, and no revascularization was planned. The vessel did not have bends, lesions within 5cm of the target site, thrombus, or vessel tortuosity. The lesion diameter of stenosis was 85% with a length of 12.0, reference diameter was 5.0, calcification of >/= 3mm width considered severe, and eccentric. An angioguard ((B)(4)/71009503) was successfully placed without technical problems. Then the site was predilated without any reported events, and the site was not resistant to pta. Then a precise stent (pc0930rxc.15063671) was deployed at the site. The angioguard was removed without any debris or major adverse event, and there were no air bubbles. The total stented length was 30.0, and the final target lesion percentage of stenosis was 10%, and there was no contralateral occlusion. There were no neurological deficits and the patient did not require emergent carotid surgery. A baseline ECG was performed. The maximum total ck was 68.0, and the maximum upper limit ck was 135.0. Discharged medication report indicated that the patient received pre, intra, and post procedure clopidogrel and aspirin pre and discharged. There a major adverse event at the time of discharged noted earlier. The event was not related to the cordis product or index procedure. The study exit report indicated that the patient expired. The device remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15063671 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information, it is not possible to draw a clinical conclusion between the carotid artery stenting with the precise pro rx and the cardiac arrest resulting in death. The patient's significant medical history of severe aortic stenosis and pulmonary disease are identified factors that may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The (B)(4) study is reporting the death of the patient due to cardiac arrest after the procedure. A certificate of death is not available and an autopsy was not performed.